Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
Same case as MDR ID 2134265-2015-06971. It was reported that catheter entrapment occurred. A 7x60x120mm epic stent was selected to treat the target lesion. However, the device got stuck on a guide wire. As the physician removed the epic stent, the stent started to deploy. Another 7x60x120mm epic stent was selected however it also got stuck in a 0.35 non-bsc stiff guidewire. The same 7x60x120mm epic stent eventually crossed and was deployed in the target lesion after removal and changing of guide wire to another non-bsc guide wire. No patient complications were reported.